Event description:
The doctor experienced instability with the new system, causing a capsular rupture during the procedure. The patient outcome is not available to date. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.